Event description:
It was reported that during a routine fitting, the pt reported intermittencies from time to time until reinforcement was no longer possible. A new audio processor was tried, but the pt was still not able to hear. In 2008, the ap was checked and was ok. Rtf was carried out. However with no output. Surgery was carried out the same day which showed that the implant had moved and thereby the conductor link broke. The pt was re-implanted with a new vibrant soundbridge.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for evaluation. When available, a device analysis will be submitted as a follow up report.